Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Motor was test outside of the device and passed all the motor tests. No damage found on motor note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 195 mg/dl. Troubleshooting was performed. The device was returned for analysis.